Event description:
The customer complained that the hi/low was drifting.

Manufacturer narrative:
The technician instructed the account on how to clean the hi/low brake clutch, which resolved this issue. The bed operates normally.